Manufacturer narrative:
Concomitant medical products: cook fusion wire lock, fs-wl-o-10. Investigation evaluation: our laboratory evaluation was unable to confirm the report of incorrect cutting wire orientation due to the condition of the returned device. The cutting wire securing component located near the distal end of the sphincterotome has moved proximally inside the catheter. This has reduced the exposed area of the cutting wire and made the distal tip unable to bow properly. The cutting wire has fused with the catheter due to cauterization with the cutting wire at a shorter length than intended. Due to the catheter and the securing component dislocation, a functional evaluation for orientation was not able to be performed. No piece of the device is missing. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. Improper cutting wire orientation can occur if the distal end of the catheter is shaped manually. This sphincterotome catheter is pre-curved and is provided with a pre-curved stylet in the distal tip of the catheter. This obviates the need for manual formation. The instructions for use contain the following comment: ¿note: do not apply manual pressure to tip or cutting wire of sphincterotome in an attempt to influence orientation, as this may result in damage to device.¿ other factors that can contribute to improper cutting wire orientation include manipulating the handle with the catheter in a coiled position or with the precurved stylet inside the cannulating tip. The instructions for use advise the user to "uncoil and straighten sphincterotome" upon removing the device from the packaging. The user is then instructed to "carefully remove precurved stylet from cannulating tip." The instructions for use contain the following comment: "note: do not exercise handle while device is coiled or precurved stylet is in place, as this may cause damage to sphincterotome and render it inoperable." Prior to distribution, all fusion omni-tome pre-loaded sphincterotomes are subjected to a visual inspection and functional test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook fusion omni-tome pre-loaded sphincterotome. According to the user, "the orientation was incorrect and there was no cutting wire." On 09/26/2016, we received the following info: "unfortunately, the nurse did not inspect the cutting wire before inserting into the endoscope and didn't see the cutting wire detaching from the product. They feel that the product didn't have a cutting wire at all." Also on 09/26/2016, we received the device for evaluation. The cutting wire securing component (anchor) and cutting wire had moved proximally within the catheter, which explains the allegation of a missing cutting wire [no portion of the device is missing].